Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals. Technical services (ts) was consulted and noted noise and oversensing on the right atrial (ra) channel on the stored atrial tachy response (atr) episodes. Subsequently, this device was successfully explanted and replaced. The physician decided to maintain the ra lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.